Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient was admitted on (B)(6) for purulent drainage from the driveline site. Wound cultures grew methicillin-resistant staphylococcus aureus (mrsa), and antibiotic therapy with oxacillin was initiated. Surgical debridement was performed on april 1. Follow-up cultures on april 14 were negative. On (B)(6) 2026 the patient underwent heart transplant. The transplant was determined to be device related, and the patient's transplanted was advanced due to the infection. The patient was noted to be stable after transplant.